Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of an right atrial (ra) lead and right ventricular (rv) lead the patient complained of chest pain and chest discomfort. It was also noted that the patient was in atrial fibrillation (af) with rapid ventricular response with minimal rv pacing. The ra and rv leads were repositioned. No further patient complications have been reported as a result of this event.